Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 700cc saline, catalog: 3501697, lot: 6883300 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 700cc saline breast prostheses. Deflation of the right breast prosthesis was confirmed by physical examination. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On october 13, 2021, mentor received additional information indicating that the patient's implant explantation surgery has been rescheduled again to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the patch of the sal smooth rnd diap 700cc breast implant, measuring approximately 2.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. It should be noted that it cannot be determined when the instrument damage happened; therefore, both the trauma and the instrument damage may be the cause of the deflation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (lot-6883300). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 8, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On november 22, 2021, mentor received additional information indicating that the patient was also diagnosed with right breast capsular contracture (baker grade IV) and that the right breast implant ruptured due to the patient being in a car accident on an unspecified date in the year 2019. The patient's implants were removed and replaced with the following: (right) 700cc mentor smooth round moderate profile saline catalog: 3501697 lot: 9522275 sn: (B)(6) and (left) 700cc mentor smooth round moderate profile saline catalog: 3501697 lot: 9498248 sn: (B)(6). Reason for device explant and/or reoperation: material rupture due to trauma, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 17, 2020, mentor received the following additional information: date of explanation of (B)(6) 2020. Manufacturer¿s reference number: (B)(4).